Manufacturer narrative:
(B)(4):the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous superficial femoral artery. The physician advanced the 4mm x 60mm sterling balloon dilatation catheter across the lesion, inflated the balloon one time to 6 atms and the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.